Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
While onsite for a courtesy check, the company service rep noted, and reported on behalf of the surgeon, that the gantry moved while the key was off. There was no pt involved.